Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up the patient discontinued oral anticoagulation. At the one year follow up transesophageal echocardiography (tee) appointment four hundred eight days post index procedure, a device related thrombus was seen on the threaded insert of the closure device. At the time of the event the patient was only taking aspirin. The patient re-started eliquis 5mg twice per day and the closure device will be reevaluated in three to four months.